Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. At 1mm distal from the strain relief, the hypotube of the device was kinked. The device was returned with the balloon protector and shipping mandrel in place, and both were removed without issue or irregularity. The balloon was tightly folded, and no fluids were detected to the device.

Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft was already broken upon unpacking. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft was already broken upon unpacking. The procedure was completed with a different device. No patient complications were reported.